Manufacturer narrative:
The suspect device was not returned for evaluation. The reported failure of coil unravelled was observed based on customer-provided pictures, however, the root cause of this defect was not determined as the product was not returned. A review of manufacturing records associated with this lot showed no related anomalies during manufacture. There has been no other complaint reported for this lot.

Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged after removing three veins, several attempts were made to prepare to treat the lower right vein. The guide took a downward loop (visible on the fluoroscopy) and then appeared to be stuck where it was. The doctor attempted to remove it (by pushing first), but it was very difficult to retract. We therefore pulled the guide, which was then damaged by the catheter (guide frayed when the equipment was removed from the patient. The catheter also appeared to be damaged by the removal (support tube). We decided to stop the procedure. The pericardium had a small amount of effusion, which then increased until it stabilized. No tamponade was observed, no drainage was necessary, but the patient remains under observation..